Event description:
Noise was observed on the egm. Hence, the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience was confirmed. Analysis revealed an abrasion on the outer insulation. The lead abrasion is consistent with that produced by friction with the ICD can.